Manufacturer narrative:
Two (2) used samples list #b99172, 117¿ were returned for evaluation, one of the samples was received connected with an unknown, manifold with three valves and an unknown, extension tubing. No physical damage or anomalies were observed. Both samples were tested as per procedure and no occlusion or flow restriction was observed. Complaint of the no flow/ can¿t prime/difficult to prime were not able to be confirmed or replicated. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
Gcm received an email on 20-may-2024 from portfolio sales specialist where she stated that when using set per dfu (prime with filter cap open and then close the air filter cap when adjusting flow rate and infusing), the set does not flow properly with the air filter cap closed. When filling the burette chamber for subsequent use, the disc often gets stuck on the bottom and does not flow to the top of the liquid (as it is supposed to). Ilapitan (B)(6) 2024.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 117" (297 cm) 60 drop 50 ml burette set, shut-off, check valve, 2 microclave®, rotating luer where the customer reported that they had a no flow issue during patient use. The customer stated that they had an issue with priming the tubing, and after they finally got it primed, they tried to connect to a patient and the fluids would not flow. The customer stated that once they unhooked and 'messed' with the tubing it started flowing. There was patient involvement, however, harm was not reported as a consequence of this event.